Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed inspiration valve leaky. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the leaking inspiration valve nt. Failing start-up self test with alarm 401 - "inspiration valve or device leaky" and failing inspiration valve self-test due to measured internal leak >5 lpm. As a resolution, inspiration will be replaced.